Manufacturer narrative:
As the product was not sent in for analysis, it was not possible to analyze the issue. However, according to the information provided, the possibility of causes is very limited: either there was a technical defect due to wear or manual damage, or an application contrary to the IFU or a combination of the aforementioned possibilities. The IFU already contains appropriate warnings, instructions and guidelines for correct behavior for safe handling in all the cases mentioned: 2.2 improper use because the operation with an electric motor involves a higher torque, patients, users and other people can suffer injuries and serious burns if an instrument is damaged or used improperly. Check the technical condition before each use. Never press the push-button during operation of the device. Never use the instrument to keep the cheek, tongue or lip at a distance. Never touch soft tissue with the handpiece head or instrument cover. 2.3 technical condition a damaged product or not kavo original components could injure patients, users or third parties. Only operate devices or components if they show no signs of damage on the outside. Check to make sure that the device is working properly and is in satisfactory condition before each use. Have parts with sites of breakage or surface changes checked by the service personnel. If the following defects occur, stop working and have the service personnel carry out repair work: · malfunctions · damage (e.g., from dropping) · irregular running noise · excessive vibration · overheating · dental bur is not seated firmly in the handpiece to ensure optimum function and to prevent property damage, please comply with the following instructions: service the medical device regularly with care products and systems as described in the instructions for use. The device should be reprocessed and stored in a dry location, according to instructions, if it is not to be used for an extended period of time. 2.4 accessories and combination with other equipment use of non-authorised accessories or non-authorised modifications of the device could lead to injury. Only use accessories that have been approved for combination with the product by the manufacturer. Only use accessories that are equipped with standardised interfaces. Do not make any modifications to the device unless these have been approved by the manufacturer of the product.> use original kavo spare parts only.

Event description:
While the crown / veneer preparations of the teeth 3,4,5,8,9,11,12,13,14 the patient received a burn on lower right oral mucosa. Dentist applied some ao gel. Patient was seen several times for follow up.